Manufacturer narrative:
Other, other text: returned device was received in damaged physical condition. The rear housing of the syringe holder was damaged as was the cartridge viewing window. No evidence of reported problem in event log was found. During the evaluation of the device, the device was found to have lost programming due to being without power from the batteries for two days. When the low battery notification goes off, the aaa batteries must be replaced as soon as possible. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had lost programming. There were no reported adverse events.